Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for the event of peritonitis. At the time of report, patient was still on antibiotics and had not yet recovered. The pd therapy was ongoing. No additional information is available.